Event description:
Partner study control a group. The patient noted to have conduction defects, developed a complete heart block requiring ddd implant. The event resolved. Also, patient noted to have atrial fibrillation, treated with amiodarone and developed hypotension and respiratory arrest that was treated with circulatory and respiratory support..

Manufacturer narrative:
No device returnned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through medidata trigger. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the source documents and additional information, however, no additional information was provided.